Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t8dm, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device explanted because they needed an unrelated MRI. The patient confirmed there was nothing wrong with the device. The patient reported that when the doctor tried to explant the ins, the wire came off and they left the wire in. The patient noted they did not know whether it broke off or what happened when they were asked to clarify. The patient reported they were not able to get the MRI because the wire was left behind, and wanted to know if it was possible to get the wire out. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported.

Event description:
Patient responded to a letter. The patient said the explant procedure occurred in (B)(6) 2017. When asked if the cause of the lead wire coming off in surgery was determined, the patient said they were only informed that the wires pulled out. When asked what steps were taken to resolve the lead wire remaining in their body and if it was resolved, the patient was told they would have to have a more serious surgery to remove the wires. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.